Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "leak" alarm. When two attempts were made to complete an autofill cycle, the unit generated "autofill failure" alarms. The doctor removed the balloon after confirming the presence of a leak. No pt injury was reported.